Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that the 324.052 torque limiting handle is intended primarily for use with for fixation of fractures of the distal femur and provided for final locking compression screw torquing for plate fixation recommended when using the tomofix and liss systems. Technique guides (B)(4) provide the recommended method of use for the device. The returned device is intact however the distal 3.5mm hex and screw retainer features are deformed and significantly worn. The torque specification for the device was lab tested 10x times and found to be functioning within design parameters and report is attached. The worn distal features are likely to be from a method of use inconsistent with that recommended resulting in uniform axial rounding of the most distal hex edges with missing material and deformation collapse of the screw retaining detent. The device is designed to be used with the recommended locking screws for final torquing and the as received damage is such that would occur from use other than that recommended ie: other types of screws, screw removal. Drawing. (B)(4) was reviewed and determined to be suitable for the device design, application and dimensional conformity. It is likely that the non-recommended method of use employed for this device has led to this confirmed complaint which does not reflect a deficiency in the device design. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver was stripped during a procedure. The item was not used and another instrument was available to successfully complete the procedure without delay. No patient or procedure impact. This is report 1 of 1 for (B)(4).